Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported atrial left-right shunt could not be conclusively determined.

Event description:
A transesophageal echocardiogram performed prior to a repeat ablation showed an atrial left-right shunt. It is possible that the shunt was caused by transseptal punctured during the registry procedure. There was no intervention required to treat the shunt. There were no alleged performance issues with any abbott devices.